Event description:
It was reported that a patient, (B)(6), female, underwent an idiopathic vt ablation procedure deceased. Two weeks post-pvc ablation the patient was rushed to the emergency department (ed) with pulseless electrical activity (pea) and tamponade. The patient was taken to surgery which revealed a laceration on the rv free-wall (thought to be caused in surgery), no blood source for the tamponade could be identified. The patient remained in-hospital and seven days later pea and tamponade recurred. The patient underwent immediate bed-side surgery during which the patient expired on (B)(6) 2014. They were unable to locate the source of bleeding causing tamponade. It was stated that during the ablation procedure, which took place on (B)(6) 2014, one rf application was made on the posterior wall of the lv. Five days post-ablation there was no sign of complications on echocardiogram. Also it was mentioned that in (B)(6) 2013 the patient underwent robotic mitral valve repair, unknown if related to this event.

Manufacturer narrative:
Bwi equipment in use during the ablation on (B)(6) 2014: carto 3 system: 11856; stockert: st-1125; coolflow pump: 05044; webster quadripolar catheter cat: f6qd005rt, unknown lot, catheter disposed of. Manufacturer ref #(B)(4).